Manufacturer narrative:
(B)(4). Failure analysis on the returned gas delivery system (gds) shows that the component failure u1 on the air flow sensor printed circuit board assembly (pcba) created the air flow accuracy test to fail and the low leak-co2 rebreathing risk.

Event description:
During servicing of this ventilator. The field service engineer (fse) reported that the unit tidal volume & minute volume reads zero and low leak-co2 rebreathing risk error code. The fse reported there was no patient involvement.